Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles in device inner surface and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening striated, nicks others and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Nicks others assessed as non-penetrating nick. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.